Event description:
It was observed that during the device inspection, the insufflator exhibited a gas leak from the connector unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunctions of gas leak from the k-connector unit was confirmed. Based on the results of the investigation, it was presumed that the gas leak was due to a faulty k-connector. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.